Event description:
Patient with stryker anatomic dual mobility total hip replacement was non-compliant with postop instructions and bent/twisted his hip 1 week after hip replacement for a hip fracture, and sustained a dislocation. The hip was closed reduced in emergency room, but the product failed because, the all polyethylene hip ball disassociated from the ceramic hip ball component. This should not occur.